Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call and wanted to check insulin pump as had experienced high blood glucose of 600 mg/dl. Customer indicated that they went to the emergency room for high blood glucose. Troubleshooting found that the customer's drive support cap, programming, basal rates and bolus history are all normal. Customer declined to check for site issues. Customer was advised to monitor pump and follow up with doctor. No further information was given.